Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, short circuit occurred in mini tray. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 1.5 mini tray was failed and short circuit had occurred in a mini tray. A technical support specialist dialed into station and checked the hardware and found no issue with the hardware and appeared to be auto resolved and no further investigation was required. The system functioned as intended after the technical support specialist inspected the device.